Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. The hospital retained the device.

Event description:
The patient was undergoing a coil embolization procedure using a penumbra smart coil detachment handle (handle). During the procedure, the physician was unable to detach the penumbra smart coil (smart coil) using the handle on the first two attempts; however, the coil was successfully detached on the third attempt. It is unknown if there was an adverse effect to the patient that was related to the penumbra device.